Manufacturer narrative:
Note: the manufacturer report number is being corrected to be 3016541541-2025-00041 but was originally submitted as 3016541541-2025-00044. Replacement locks and s-clips were sent. Lot information was not provided by the family after multiple follow ups to confirm that hardware was shipped. Review of the manufacturing records for lot 14725 of kit10002 confirmed the box with the locks were included in the box per visual inspection at time of kitting. Sensory medical made multiple attempts to obtain information relevant to the investigation. Attempts were made to gather details surrounding the reported event without success. Multiple statements are made in the cubby bed user manual regarding safe use of the bed to prevent elopement and other safety concerns. Page 3 of the cubby bed user manual contains a warning for entrapment hazard. "To avoid dangerous gaps do not use this product without the safety sheets completely zipped and locked in place to the sidewall. Safety sheet with lock in place is always required. Page 5 contains a parts list, which includes the locks. Page 11 instructs to secure the safety sheet zipper to the loop on the canopy with the lock to prevent the patient user from removing the sheet. Do not use the product without the safety sheets zipped and locked in place. Page 15 assembly + care faq's includes description and use of the locks on the safety sheets and the technology hub zippers page 22 of the user manual, maintenance checklist, states to discontinue use of the bed if anything is damaged or missing. Sensory medical's root cause investigation is ongoing, and the company will supplement this report as necessary. There was no report of injury as a result of the event.

Event description:
Per parent, her son figured out how to unzip the sheet and escape. When asked about the locks, the parent stated the bed came with 4 locks [believed to be s-clips as provided with assembly] and she doesn't have enough to also lock the sheet. The complainant provided a video that shows the child reaching down at the foot of the bed and then slipping down through the bed feet first to escape. There was no report of injury as a result of the event.